Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. G4 - PMA/510(k)number was missed to add into initial report. Same is being submitted via this follow up report under g4.

Event description:
Information received by medtronic indicated that the customer reported that the inpen screw would not turn. Troubleshooting was performed and found that the customer does not report the dose knob/dial was difficult to turn but retracting the screw was difficult. No harm requiring medical intervention was reported. The customer will discontinue using the inpen. The inpen will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Serial number: 86c5ee software version: 3.9.0 color: grey battery life remaining: <7 months first bond date: oct. 15, 2022 initial battery %: 90 last bond date: jan. 31, 2023 last battery %: 86 user mobile device: n/a testing mobile device: iphone 12 ios: 16.3.1 customer reports: retracting screw is difficult. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed front cap investigation. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed.